Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer went to hospital to have a new sensor inserted. Caller stated that when customer removed sensor the cannula was not there. Advised customer that a replacement sensor will be sent.